Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event and underwent a device therapy upgrade procedure that had to be cancelled and rescheduled due to an attempted extraction of the existing leads. This right atrial (ra) lead was exhibiting high capture thresholds and was found to be under a subclavian crush injury. Therefore, during the rescheduled procedure, it was capped and surgically abandoned. No additional adverse patient effects were reported.